Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for cosmetic damage. The customer¿s blood glucose was 117 mg/dl at the time of the incident. Customer reported that the reservoir lip is broken, and reservoir will not screw in correctly. Customer stated that she has been having high blood glucose she has been changing the tubing. Customer reported the reservoir is unable to lock in place when inserted into pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not in manufacture mode. Pump was received with a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, broken battery tube threads, cracked case behind the pump near the battery compartment/at the corner of the belt clip rails, missing serial number label, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test or occlusion test due to missing retainer.